Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was confirmed to have reached normal elective replacement indicator. A device replacement would be considered. The patient was in stable condition.